Event description:
Complainant alleged that the medics had administered one 200 joule shock to a pt (age and gender unknown) who was in ventricular fibrillation, using the device paddles. The medics then attempted a second defibrillation at 300 joules, but when the device reached 240 joules in the charging cycle, the device stopped charging and the screen displayed dotted lines. The medics checked all connections, turned the device off/on, and then changed the device battery, but the device continued to display dotted lines and would not charge. The medics then performed CPR on the pt for the two mins it took to reach the hosp. The pt subsequently expired, but the complainant indicated that the he did not believe that the pt outcome was a result of the reported malfunction.